Event description:
It was reported that during use on a patient, the fiber optic connector for the cardiosave intra-aortic balloon pump (iabp) worked intermittently. It was later clarified that the customer reported that the fiber optic sensor was not working. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp and was unable to reproduce the reported issue after exorcising the iabp unit to no fail. Subsequently, fse completed all safety, functionality, and calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer. The full name is (B)(6).

Event description:
It was reported that during use on a patient, the fiber optic connector for the cardiosave intra-aortic balloon pump (iabp) worked intermittently. It was later clarified that the customer reported that the fiber optic sensor was not working. No patient harm, serious injury, or adverse event was reported.